Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that an interrogation failure occurred on the pacemaker. No changes or intervention was reported. Patient condition is unknown.

Event description:
New information received notes that the pacemaker was explanted. No further information was provided.

Manufacturer narrative:
The reported event of no magnet response was not confirmed. The device was received with normal telemetry communication and normal output. Functional tests were performed including magnet respond did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.